Manufacturer narrative:
G4: 22jul2020 b4: (B)(6) 2020 a front bezel was returned for analysis. Failure investigation indicated the navigation ring failures was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20may2020.

Event description:
The customer reported navigation (nav) ring failure. The field service engineer (fse) confirmed the reported issue. The fse tried to dial up parameter using navigation ring, but the screen did not respond to touch. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced the front bezel. The unit passed all required testing and was returned to use.